Event description:
It was reported during a novasure procedure on (B)(6) 2026, that the array was fully opened inside the patient, but the array light would not go off. Another device was opened and used during the procedure. Upon removal of the device, it was reported that there is a hole in the array. No other information is available.

Manufacturer narrative:
DHR assessment not available at the time of this report, a follow up MDR will be submitted with the information once available. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.